Manufacturer narrative:
(B)(4). In-process inspection data for lot number jk9197 was reviewed. An overlay derived from the print geometry is used to inspect the minor taper region of manufactured screw shanks and no out-of spec conditions were found. All in process documentation from this lot indicates that the parts met specification. The duration of implantation prior to material failure is unknown since the initial surgery date is not known. The patient's physical characteristics and compliance to post-operative care instructions are also unknown. The root cause of the event is unknown, but may be related to sacral implant size selection or patient-related factors. Manufacturing records for the lot were reviewed and no non-conformances or deviations were noted that may have caused or contributed to this mode of failure. Serial radiographs were evaluated to confirm the initial report.

Event description:
A 2-level posterior pedicle screw construct was implanted at l4-s1 on an unknown date. In (B)(6) 2014, the patient felt a pop in their lower back and follow-up radiographs revealed that the s1 bone screws had fractured at mid-shank bilaterally. Revision surgery was performed on (B)(6) 2014 to remove the fractured screws and replace them with larger screws for greater strength and bony purchase. The implant rod was left in-situ and was reattached to the new screws. The patient is reported to be doing well post-revision with no permanent impairment or injury.